Event description:
A surgeon reported performing an intraocular lens exchange due to an unexpected postoperative refraction. The patient developed toxic anterior segment sysndrome (tass) during the first 24 hours following the lens exchange. The patient is being treated with a topical antibiotic and steroid. Vitreous cultures were negative.

Manufacturer narrative:
Evaluation summary: the returned intraocular lens was examined and verified to have signs of handling. The lens optic scratched. A lens bench examination could not be conducted due to the extent of optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints receive for this lot number. The manufacturer's internal reference number is: id062328 this report was mailed to the FDA on: 07/07/2006 this imformation is submitted pursuant to 21 crf803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury.